Event description:
Caller reported that a malfunction occurred with the pump, specified as malf 16, and this was confirmed as an issue with the device. There was no adverse impact to the customer's blood glucose level. As a corrective action, technical support decided to replace the pump. The pump was under warranty, and the customer was advised to use a manual daily injection therapy as a backup. Instructions were provided on how to put the pump into storage mode and return it using a pre-paid label within ten days, which the caller understood and acknowledged.